Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilation was disturbed during surgery. No patient injury reported.

Manufacturer narrative:
In total, four similar cases have occurred with the identical device. Three days after the manufacturer had been notified about the first instance 9611500-2024-00368, the issue occurred again, and report 9611500-2024-00375 was filed for this. Investigation of the log file revealed that the involved device exhibited the same issue already on two earlier occasions, and the mdrs and 9611500-2024-00378 were submitted for these, consequently. After the first notification, the local dräger s&s organization tested the device on-site whereby no deviations could be found. The technician had cleaned the breathing system, and the device was released for further use. After the next occurrence, another on-site examination was made. The device passed a system test without issues and was subject to a test run with varying parameter for 3 weeks which produced no findings as well. The entries in the log file confirm the reported behavior - the device posted several apnea alarms during the concerned procedure since no breathing phases could be detected. Between the individual instances of apnea alarms, other disturbances of the ventilation such as leakages and fresh gas deficits were detected and alarmed. A ventilator malfunction can be excluded as the root cause for the disturbances; the ventilator has delivered as set but a significant portion in the inspiratory volume must have escaped through a leak to ambient. The source of leakage was either in the area of the flow sensor / connector for the inspiratory branch of the patient circuit or outside the device. Since the evaluation results can exclude a ventilator failure, the case can be re-assessed after the investigation as not reportable. Appropriate alarms have been posted; all alarms, potential root causes and dedicated remedies are listed in the IFU. It can further not be excluded that use error in terms of failure to follow the instructions of the manufacturer was a contributing factor - the log contains evidence that the pre-use check with the device was repeatedly performed only incompletely.

Event description:
It was reported that the ventilation was disturbed during surgery. No patient injury reported.